Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, implanted: (B)(6) 2015, product type: pump. (B)(4). Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
The health care professional reported via the representative that this device system delivered morphine with a concentration of 10 mg/ml at a dose of 5.3 mg/day in simple continuous mode. The lot number was not available. Post operatively, the pump had a critical alarm and a motor stall had occurred as confirmed via the physician programmer. It was initially reported that the pump was implanted on (B)(6) 2015. However it was later confirmed that the pump with this motor stall had been implanted in (B)(6) 2011. Interventions included a planned explant of the pump and a new pump to be implant "back up only pump." The new pump, (B)(4), confirmed to be implanted on (B)(6) 2015, had the same programming "as before" with good results. The issue was reported as not resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury and no patient symptoms were reported. The patient outcome was noted as good effect. The indication for use was pain. Should additional information be received a supplemental report will be filed.